Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device top cover cracked. The issue occurred during preparation and the procedure was completed using the same set of equipment . There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause cannot be identified. Device history record (DHR) review of the actual device was conducted and found no problems. This issue is addressed in the instructions for use (IFU): ¦precautions for disappeared or frozen endoscopic image (warning). ¿ do not strike the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.